Event description:
Pt was being pushed from hallway to living room via pt lift. Staff member was in process of opening legs of lift when wheel failed to turn. Lift tipped & due to pts wt. Lift could not be kept upright. Pt was lowered to floor in controlled manner & came to rest on right hip. Supervisor notified, assisted pt up to chair with lift. Another staff member returned to help pt to bed. Informed by distributor that lift is not supposed to be used to move a pt from room to room, only to transfer from bed to chair, etc. Staff educated.